Manufacturer narrative:
The investigation determined the event was consistent with contamination in the reactions from the leak in the cell rinse tubing. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The reagent lot numbers and expiration dates were not provided. It was noted that the sample probe was dripping. The field service representative found a split tubing on the rinse station. He replaced the tube. The customer performed a precision test with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample and questionable phosphorus results for 1 patient sample on a cobas 8000 c 702 module. Patient 1: the initial creatinine result was 2140 mol/l and the repeated result was 82 mol/l. Patient 2: the initial phosphorus result was 2.67 mmol/l and the repeated result was 1.00 mmol/l.